Event description:
It was reported via repair work order that the bed would not lower due to a damaged motion interrupt pan. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.